Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia container leaked between ports. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-05924. All information can be found under manufacturer report number 1416980-2022-05924. Should additional relevant information become available, a supplemental report will be submitted.